Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0yxzh, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and her implant had never worked for her. She still had urinary symptoms and had to go every half hour. A manufacturer representative met with her for evaluation on (B)(6) 2016. The patient started following up with a new managing healthcare professional, who had performed an x-ray. It was determined on (B)(6) 2016 that one of the leads was not properly connected to the correct nerve since implant, which is why the patient never got therapeutic relief. The patient's managing healthcare provider instructed her to turn off the device until her scheduled surgery in (B)(6) 2016.

Event description:
Additional information received from the consumer reported they were urinating every 5-10 minutes. Their toe was turning up and they had not slept. It was noted the patient could still feel the pulsation. During the call, it was confirmed that the device was on and the patient was able to turn it off. They thought it would have turned off if they took the batteries out of the programmer. It was further stated that the lead was implanted ¿wrong¿ and the patient was to meet with their doctor in (B)(6) 2016 to have the device and ¿leads¿ looked at.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.